Manufacturer narrative:
The overall complaint was confirmed as the distal tip of the returned device was stripped, which could have contributed to the device interaction issue. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw254473 was released in a single batch. Batch1: lot qty of units were released on 24 feb 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the tightening wrench was grounded and unable to be used. It was not possible to complete the final tightening. No further information was provided. This report is for one (1) expedium sfx cross connector system torque driver shaft. This is report 1 of 1 for (B)(4).